Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting therapy issues. In addition, to prevent a similar accident to occur again, the patient's mother was advised to check the battery status on a daily basis to ensure that stimulation was always on. The mother also stated that when they try to recharge the implanted battery with the new wr recharger, the recharger session is completed within few minutes, with the old recharger, the recharge session was lasting around 20 min (daily recharge). Considering that in the last 2 weeks the stim was off, because no energy was consumed, this might explain the difference in the duration of the recharge sessions observed lately. Despite the ins being sufficiently charged, the patient programmer was always showed 75% recharge level.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that around 1 month ago the patient got a wireless recharger (wr). Recharge of implant is done every day and with the old recharger which would take around 20 min. With the wr it mostly takes 45 min, and it might go out in the middle of recharging, and they would then restart it. Two weeks ago, they saw the doctor and were told that stimulation had been off for 2 weeks. As the patient cannot speak the mother was not aware the stimulation was off. Since the stimulation was turned back on the recharging session stops after 5 min every time. The patient programmer (old model) showed 75% battery on implant and 75% battery all the time. The recharger is put away when not in use and taken out some hours before the recharging sessions. Technical services are also not sure what is happening. Most likely the case is that the implant is in fact full and that is why the recharger stops so fast.